Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports the guide does not go inside the catheter. Insertion is impossible because the catheter is blocked.

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide and 3-lumen catheter from a cv-12853 kit for evaluation. The spring-wire guide was found to be bent near the middle. No issues were identified with the catheter. The length and outer diameter of the guide wire were measured and were found to be within specification. The catheter body length was also within specification. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hubs when advanced from the catheter distal tip. The returned catheter and guide wire met all dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A CAPA has previously been initiated for this complaint issue. Corrective action is not yet implemented.

Event description:
The customer reports the guide does not go inside the catheter. Insertion is impossible because the catheter is blocked.